Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vulvovaginal candidiasis, burning rectal, vaginal burning sensation and right lower quadrant pain. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge"), amenorrhoea ("amenorrhea (no periods)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), irritable bowel syndrome ("ibs") and abdominal pain lower ("acute lower right quadrant"). The patient was treated with surgery (hysterectomy (partial),oophorectomy (unilateral)). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, vaginal discharge, amenorrhoea, vaginal haemorrhage, menorrhagia, irritable bowel syndrome and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, amenorrhoea, dysmenorrhoea, dyspareunia, irritable bowel syndrome, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-apr-2021: mr received. Reporter information, patient medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vulvovaginal candidiasis, burning rectal, vaginal burning sensation and right lower quadrant pain. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge"), amenorrhoea ("amenorrhea (no periods)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), irritable bowel syndrome ("ibs") and abdominal pain lower ("acute lower right quadrant"). The patient was treated with surgery (hysterectomy (partial),oophorectomy (unilateral)). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, vaginal discharge, amenorrhoea, vaginal haemorrhage, heavy menstrual bleeding, irritable bowel syndrome and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, amenorrhoea, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, irritable bowel syndrome, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge"), amenorrhoea ("amenorrhea (no periods)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), irritable bowel syndrome ("ibs") and abdominal pain lower ("acute lower right quadrant"). The patient was treated with surgery (hysterectomy (partial),oophorectomy (unilateral)). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, vaginal discharge, amenorrhoea, vaginal haemorrhage, menorrhagia, irritable bowel syndrome and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, amenorrhoea, dysmenorrhoea, dyspareunia, irritable bowel syndrome, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: pfs received: reporter was added. New events- abnormal bleeding (vaginal, menorrhagia), ibs, acute lower right quadrant were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge") and amenorrhoea ("amenorrhea (no periods)"). The patient was treated with surgery (hysterectomy (partial),oophorectomy (unilateral)). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, vaginal discharge and amenorrhoea outcome was unknown. The reporter considered abdominal pain, amenorrhoea, dysmenorrhoea, dyspareunia, pelvic pain and vaginal discharge to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Reporter information added. This case become incident. Previously reported event injury to herself were updated to dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, vaginal discharge, amenorrhea (no periods). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.